Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 410 mg/d, but the sensor reads 125 mg/dl. The customer had two consecutive calibration errors. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.